Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the device was received for ¿device not cycling at certain points¿. Performed cycling check. Could not duplicate the complaint, other problem found. Continuous flow was intermittent, so the o-ring (stuck vent o-ring) was replaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not cycling at certain points and. There was patient involvement and unknown patient harm/adverse event reported.